Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that a low battery message was displayed and the rfu lit up. The device was in use at the time of the event, however, there was reportedly no patient harm. A philips field service engineer (fse) evaluated the device onsite and the allegation could not be reproduced. The device was determined to be operational. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the rfu displayed a low battery message. There was no reported patient impact or injury.